Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign materials remaining in the subject device was unable to be specified. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited presence of foreign material which was clogging the nozzle and was attached to the image guide pipe. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, the bending cover sustained damage when it encountered a sharp surface, resulting in a pinhole on the bending section cover and connecting tube, leading to a loss of water tightness. The insertion tube became deformed as a portion was caught and pinched during use and deteriorated due to the handling issue. The connecting tube exhibited scratches, buckling, wrinkles, and a dent. Chemical stress caused the resin to crack during handling. Wear on the angle wire led to stretching, affecting the bending angle in the up direction, and the play of the upward/downward angulation control knob did not meet the standard value. High-energy endotherapy accessories were used without maintaining a sufficient distance from the distal end. Causing deterioration of the insertion tube. The light guide lens had white-clouded adhesive areas and peeling of adhesive. Additionally, the lens cracked due to a shock from dropping and knocking the endoscope onto a hard surface. The objective lens showed white-clouded adhesive areas and peeling, with a crack and a scratch. The lens cracking resulted from mishandling. The mouthpiece became loose due to rotation stress from the water supply connector when attached to the scope connector. Deterioration in the bending section cover's adhesive was observed due to physical/chemical stress, with white-clouded areas, a crack, and a chip. Physical stress caused deformation on the protector of the universal cord on the control section and the scope connector side, along with a scratch, shaving on the forceps channel port, scratches on the image guide protector, and on switches 1, 3, and 4. Switch 4 also showed signs of wear. Additionally, physical stress deformed and shaved the control unit, while chemical stress caused discoloration. The scope cover plate peeled, and the scope cover was shaved. Reprocessing stress led to deterioration on the air water-cylinder and suction cylinder, with paint peeling off. The plastic distal end cover suffered burns. The universal cord exhibited a wrinkle and a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Additional information from the customer regarding reprocessing steps stated there was no delay in start of precleaning. The device was cleaned, disinfected and sterilized before sending back. Air/water nozzle was flushed with air/water, air/water nozzle was wiped with clean lint free cloth or brush, and air/water nozzle was flushed with detergent solution. Establishment name - (B)(6) hospital.